Event description:
It was reported that after insertion of cynch tlif 5 degrees x 11mm x 8mm implant, the surgeon wanted to change the positioning of the cage. While trying to back up the cage, a piece broke off and was removed. The surgeon removed the rest of the entire cage w/o detriment to the pt.

Manufacturer narrative:
No dimensional discrepancies were identified. Material and processing requirements were to specification. Review of product labeling and the system surgical technique did not reveal and discrepancies or deficiencies. Visual eval did not indicate any materials abnormalities and confirms that it was broken at the inserter interface. The implant is labeled for single use only and broke upon extraction to reposition. There are no details available concerning pt anatomy but based on the system design risk management file, this type of fracture is typically a result of operational context based on pt anatomy.